Event description:
The staff indicated that with the pt on the bed, they attempted to roll him over to one side. They removed all of the straps from one side of the sling bar, placing 3 of the 4 straps on one of the hooks on the sling bar. The sling bar broke, resulting in the pt falling back onto the bed. The patient was not injured.

Manufacturer narrative:
The technician found that the account moved 3 of the 4 straps to one hook, centering the patients (B)(6) on just one hook. The technician instructed the staff at the facility that one hook cannot be used to lift a pt. A hill-rom representative is following up with the facility to provide additional instructions.